Event description:
Customer called and complained that their meter was missing segments on the display. This meter was supposed to be sent back to bayer one year ago with a complaint that it would not turn on. Customer asked to return meter for further evaluation, and a replacement was provided.